Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after completion of a da vinci-assisted surgical procedure, the cable of the monopolar curved scissors (mcs) had broken. No fragment fell into patient. The customer reported no patient harm, adverse outcome, or injury. The issue did not cause any delay.